Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with far r oversensing resulting in inappropriate automatic mode switch. No changes were reported. There were no patient consequences.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) had continued far r oversensing. No changes were reported. There were no patient consequences.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) had continued far r oversensing. No changes were reported. There were no patient consequences.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) had continued far r oversensing. Programming changes were made to restore normal parameters. There were no patient consequences.